Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The battery out limit alarm could not be confirmed due to the unresponsive keypad. The insulin pump was also received with a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked display window, and stained end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump experienced a keypad anomaly. The caller stated that the buttons had been pressed for more than 3 minutes. She replaced the battery and received a battery out limit alarm. She stated that the buttons were unresponsive. The customer's blood glucose was 200 mg/dl. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.